Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: can you please provide details regarding the current patient status? The patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that during an unknown procedure, after fired, noted some staples malformed. The staples could not come out as normal during surgery. The surgery was continued after replacing a new stapler and reload. There were no adverse consequences for the patient. Current patient status is fine. No additional information could be provided.